Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and compromised force sensor system alarm. Customer's blood glucose value was 500 mg/dl. Customer was treated with manual injection. Customer stated that the drive support cap was flush. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test.